Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicated that high pacing thresholds was due to micro dislodgement. The lead was explanted. No additional adverse patient effects were reported.